Event description:
It was reported that when using the bd pyxis¿ es server, multiple station had critical override and customer had restarted the device several times but still failed.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist found that several remote support service (rss) and services were not running following a restart. Attempting to start the remote support service (rss) service resulted in timeouts and failed connection attempts, server reboot restored the remote support service (rss) connection, after which all services were able to start except for the database synchronization services, which returned error 1053, reviewed event viewer logs and identified errors, determined that the framework previously installed at the site had been removed during the initial failure. After restoring the required components, all services were running properly, and stations successfully synchronized with the server. The system functioned as intended after the technical support specialist troubleshot the device.